Event description:
In 2007, the emergency room reported a discrepant hemoglobin (hgb) result of 8.4 g/dl on the advia 120. The patient received a blood transfusion based on this result. Subsequent testing of the same sample gave a hgb result of 11.3 g/dl. A field service engineer was sent to the site to inspect the instrument. He checked sampling in the autosampler and found a loose sample line from the autosampler to the selector valve. This autosampler hydraulic problem caused a dilution of both the hgb and rbc results, and the uniform dilution of both parameters did not generate a cc asterisk (warning flag). The engineer addressed the hydraulic issue by replacing the pathway from the autosampler aspirator to the selector valve. He also addressed a clogged centering collar and adjusted the conductivity voltage to specification. The instrument is now performing as intended. For medical device reporting purposes this event is considered closed.